Event description:
It was reported the patient saw a neurologist yesterday and lead under the jaw bone and neck area was shorting and had been for 3-3.5 weeks. The shorting lead was causing shocks when it came on and when it cycled. It was later reported the wire on the right side had a short in the neck area and the device had to be turned off yesterday morning. It was reported the electrodes worked but the wires did not. The patient was also unhappy that there was not an adapter available to fit his new wire. Additional information received reported the patient¿s implantable neurostimulator (ins) died (B)(6) 2013. The health care professional thought there may be something wrong with the lead, but didn¿t want to remove it because it was tined. Additional information requested but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2013-20516.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1994, product type extension; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1994, product type extension; product ID 7496, serial# (B)(4), implanted: (B)(6) 1991, product type extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1997, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).